Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: restenosis. Device issue: none. Pms case. It was reported that in 2006, a pixel was implanted in the patient to treat an acute myocardial infarction (ami). Six months later, in-stent restenosis (isr) was observed; however, the patient did not have symptoms. Reportedly, the patient was treated with medication and has been stable. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. As listed in the instructions for use (IFU), restenosis of the stented segment is a known adverse effect associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. No device issues during the procedure were reported. The root cause of the restenosis is unknown, but there is no indication of a quality issue.